Event description:
Revision surgery - the patient had a failed rotator cuff 8 years after a reverse shoulder arthroplasty. The surgeon determined a reverse shoulder prosthesis was the best plan for the patient. The implants were removed and the patient was revised to a djo reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was identified as a failed rotator cuff which resulted in instability after 7.5 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product: ncmr # (B)(4) involved 21 parts with tapers that were over tolerance; all of the parts were accepted on the justification that the parts were acceptable per revision d. A review of the product complaint report history shows this is the 46th complaint for this product: five revisions, one for a failed device, 20 due to dislocation, one due to pain, five due to infection, two due to trauma, one for device loosening, four for stability/poor joint issues, one for fixation, and six due to dissociation. This is the first complaint for this lot number. The root cause for the instability was due to a rotator cuff failure. The cause of the rotator cuff failure was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.